Event description:
Medtronic received a report regarding a solitare stent disconnection and resistance in the microcatheter. It was reported that there was resistance even though the product was delivered when inserted into phenom27. Regarding the resistance, it seems that it has always been present after passing through the hub. Afterward, it was delivered, and a suction catheter was used concomitantly (vecta 74). After deploying the corresponding product from phenom27, when it was collected into phenom 27, it could not be collected with several millimeters remaining at the tip. The catheter was collected as-is into the suction catheter. The purpose of the treatment was achieved, so when an attempt was made to withdraw from phenom 27 outside the patient's body, the delivery pusher was cut. There was no change in the situation where it was several millimeters out from phenom 27 of the corresponding product; the stent region was collected from the tip after the delivery pusher was cut. It was requested to confirm the condition of the applicable product in japan. Please analyze the status of the product as soon as possible. It was reported there was stent disconnection. There was no vascular stenosis observed proximal to the thrombus formation site. The physician did not apply torque to the delivery pusher. There was one pass performed using the same stent. The stent was removed from the patient's body. The stent was collected and the proximal marker of the stent was located in the microcatheter. There was no surgical or medicinal intervention required. The surgeon did not dislodge the stent. The device was prepared as indicated in the package insert. Ancillary devices include a phenom 27 microcatheter and vecta 74 suction catheter.

Manufacturer narrative:
Healthcare professional information not available due to privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition: the solitaire x revascularization device was returned for analysis within a shipping box and within a plastic bio-pouch. The solitaire x revascularization device was returned with the pusher separated into two segments. The solitaire x proximal pusher was returned within a dispenser coil and the distal pusher (with stent) was returned within a secondary plastic bio-pouch. Damage location details: the solitaire x pusher was found broken at 182.0cm from the proximal end (~16.8cm from distal end). The pusher shrink tubing was found separated and exhibited plastic deformation (stretching). The solitaire x marker coil was found pulled back from the stent proximal marker (attachment zone). The stent proximal marker was found in good condition. The solitaire x stent was still attached to the pusher. The stent non-working and working length struts were found in good condition. Testing/analysis: the solitaire x pusher was sent out for sem (scanning electron micrographic) failure analysis. Per the sem report, the pusher failed via tensile overload. Conclusion: based on the device analysis and the reported information, the customer¿s ¿resistance during delivery/retrieval¿ and ¿separation¿ reports were confirmed. The cause of the separation was likely due to the user delivering/retrieving the device against resistance. Possible causes of resistance during delivery are user does not maintain a continuous flush, patient¿s vessel tortuosity, use of an incompatible catheter, or catheter damage. Information regarding use of a continuous flush and patient vessel tortuosity was not provided; therefore, ¿user does not maintain continuous flush¿ and ¿patient¿s vessel tortuosity¿ could not be ruled out as a potential cause. The phenom 27 catheter has a labeled ID (inner diameter) of 0.027¿. As per the solitaire x IFU (instructions for use), the solitaire x revascularization device is compatible for use with microcatheters with an ID of 0.021¿ - 0.027¿. Therefore, the phenom 27 catheter was found compatible for use with the solitaire x revascularization device. The phenom 27 catheter used in the event was not returned. Therefore, an analysis could not be performed, and any contributing factors could not be assessed. The cause of the reported resistance could not be determined as insufficient information was provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the occlusion was located in the internal carotid artery (ica). The patient had no problems presenting for mechanical thrombectomy. The patient did not experience any adverse event or injury in association with the event. The first pass reached the thrombus successfully. There were no issues during the navigation of the microcatheter. The patient's post thrombectomy condition had no problems. The patient's baseline was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.